Event description:
The reporter stated the surgeon inserted an aq2010v silicone three piece lens but the lens was removed as the surgeon felt the lens did not fit correctly. This lens was replacing another lens the patient had implanted (B)(6) ago. The patient had a retinal detachment and the lens was explanted. The reporter stated this lens was hard to remove and messed up the eye. There was not enough capsule support and when the surgeon inserted the aq2010v model lens, he felt the lens was going to fall to the back of the eye. The lens was removed in two pieces and the incision was enlarged. An acl lens was implanted and sutures were required. The reporter stated the event was due to patient condition and not to the lens.

Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide). (B)(4). Lens not returned.

Manufacturer narrative:
Evaluation: results: visual inspection of the returned product found the lens cut into two pieces. There was evidence of clear surgical residue. (B)(4).